Event description:
Procedure: gastrectomy. According to the reporter: after the 3rd firing, the jaws would not open. The cartridge was pulled and 30cm of tissue was resected from removal of the device.

Manufacturer narrative:
(B)(4).